Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018 (B)(4) ____________________ complaints text (B)(6) 2018 for sll2 see related (B)(4) for sensor updating ____________________ complaints text (B)(6) 2018 for sll2 initial notes: rep has a patient on the line who is having pump issues. Inquired what led up to the complaint. Customer response: the pump buttons are having a delay in response with the pump when pressed. He can navigate up and down the menu, and select an option, but it will take 30 to 60 seconds to select an option. He also reported he had sensor updating occur as well. Keypad anomaly t/s per dop114-980. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Customer states that there is a response from a button. Asked which button was unresponsive. Customer states: the select button. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. Customer states using the down arrow allows them to navigate screens. Found: selecting options with the select button either is slow to respond up to 60 seconds or doesn't respond.. Customer states the issues frequency is: this is the first time he's experienced the issue. Explained that buttons presses may be delayed or fail to respond if pressing too rapidly on buttons. Customer states the pump was neither dropped nor exposed to moisture. He thinks it's possible the pump was "dropped" because he has fallen. Customer states block mode is inactive. Customer states an alarm was in progress at the time the button was unresponsive. Alarm that occurred: sensor updating. Customer was able to successfully clear the alarm. Customer states all buttons are not responding. Customer states bolus menu is available and they are not seeing 0.0 when attempting to program a basal. Customer states the button was not unresponsive during an easy bolus attempt. Adv to remove battery from pump and replace with a recommended new or fully charged aa battery. Customer states the buttons are responding now. Adv to monitor the pump. Customer's outcome pertaining to the complaint: advised to monitor the pump at this time and call back if the unresponsiveness reoccurs. Additional notes: customer also reported an incident where his old 630g pump was cracked. This is documented under related (B)(4). Customer asked if he should calibrate at this time. I asked if his bg is stable and he wasn't sure. He sts he had about 12 units of active insulin that was u500. I said we could check the cal factor to see if it may be an okay time. Customer sts he will just wait until the morning to calibrate. Ship: nothing / return: nothing